Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date in 1997. Subsequently, the patient was revised on (B)(6) 2014, due to the polyethylene bearing being damaged and cracked and the patella button being worn. Both components were removed and replaced.